Event description:
It was reported that during the implant attempt, the connector of the device could not lock the lead tightly. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. There were no anomalies found.